Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The electrode pads were not returned for evaluation. A lot number or pads information was not provided, therefore DHR review or retained sample testing cannot be performed. The r series device was returned and tested to specification, specifically energy output. The instructions for use (IFU) for the onestep CPR a/a electrodes provides instructions on proper skin preparation and electrode application and warns: excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns, poor adherence, and/or air under the electrodes can lead to the possibility of arcing and skin burns. However, without receipt of the pictures of the electrode pads or clinical file, we are unable to determine cause. Analysis of reports of this type has not identified an increase in trend.